Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, unable to duplicate issue. Doors open and close without issue. Logs indicated door position tolerance error for the door at time of issue. Performed motion calibration. Will continue to monitor system. System functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the doors would not open. They rebooted which had no effect, and manually opened the doors to remove the patient from the system. Patient was present. There was unknown surgical delay and impact on patient outcome.